Event description:
It was reported that the camera head image was foggy. There were no error codes associated with this event. The failure was noted to have occurred during inspection. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus and the investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: there was a failed leak test between the head cover and ccd, and the camera head was discolored. Based on the results of the investigation, it is likely that the following led to the malfunction: there was moisture in the ccd. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head image was foggy. There were no error codes associated with this event. The failure was noted to have occurred during inspection. There was no patient involvement.